Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 170 mg/dl (mobile meter) and 89 mg/dl (aviva meter).no adverse event reported. The aviva test strip lot number was not provided. The remaining test strips for the aviva were discarded; therefore, no product could be requested to be returned for product evaluation.